Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 42418456 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 42418456 was performed from the date of manufacture, 14-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient data was not crossing due to an hl7 message issue. A technical support specialist from eciit connected to the carefusion coordination engine and found adt messages; the messages contained invalid hl7 segments, assisted the customer on the findings and a screenshot of the invalid hl7 segments to engage with their admission discharge transfer vendor to resolve the issue. The system functioned as intended after being assessed by the technical support specialist..

Event description:
It was reported by the customer that cce basic connectivity was not receiving patient information and there was a delay in dispensing all medication that was sent. The user needs to temporarily create the patient each time, and override medication to dispense. There were no adverse events or injuries reported based on this incident.